Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp flat reservoir was visually inspected, leak tested and microscopically examined; no visual damages were found upon inspection. The reservoir passed all tests performed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) reservoir due to migration out of the patient's retropubic space. The patient is expected to fully recover.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) reservoir due to migration out of the patient's retropubic space. The patient is expected to fully recover.